Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis and branch vessel occlusion or obstruction

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a chronic type-b thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis (tgu373720j/(B)(4)). An attempt was made to deploy the endoprosthesis just below the left common carotid artery, but the artery was unintentionally covered by the proximal end of the endoprosthesis. A bare-metal stent was implanted in the left common carotid artery to preserve blood flow. The patient tolerated the procedure without further problems.